Event description:
In 2008, the pt reported "77" was displayed on the screen of her infusion device. The pt stated she was using recalled power packs that had been in use for longer than 2 weeks. She stated that she was aware of the recall. She stated that she thought she had discarded all recalled power packs. The pt was at work and stated, she would go home to get a corrected power pack. No physiological effects were reported. Further attempts to f/u with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.